Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a bulge in the silicone segment that occurred a "few weeks ago." The user was able to identify the issue quickly prior to harm to the patient.